Event description:
Hc was starting an IV using the IV catheter. The needle was pulled back (stylet) and the protective sheath covered the stylet and locked in place. A small portion of the tip was protruding beyond the protective sheath and stuck the hc.